Manufacturer narrative:
Livanova USA, inc. Submits this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation, based on information that livanova has obtained, but may not have been able to investigate or verify prior to the date the report was required by the FDA. This report does not constitute an admission, or a conclusion by FDA or anyone else, that the device, livanova, or livanova employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any defects¿ or malfunctions¿. These words are incorporated into the FDA 3500a medwatch form by the FDA, and livanova objects to their use.

Event description:
It was reported that patient was seen with high lead impedance. The issue is believed to be related to incomplete pin insertion and patient is referred for surgery. The cause has not been confirmed. Device history records were reviewed and the lead was seen to pass all functional and quality testing prior to distribution. No known relevant surgical intervention has occurred to date. No other relevant information has been received to date.

Event description:
It was later reported that the patient had surgery due to high impedance. When removing generator from pocket, the lead pin slipped out of header indicating that the cause of the impedance issue is likely related to surgeon user error in the form of incomplete pin insertion from the initial implant. Lead was reinserted and screwed in and tested within normal limits consistently. A test resistor was utilized and confirmed the functionality of the generator. The generator was replaced anyways as the surgeon was concerned this issue would occur again. The lead was determined to be functioning properly and was not replaced as a result. The suspect product has not been received to date.

Event description:
It was later reported that the generator was received by the manufacturer. Product analysis has not been completed to date.

Event description:
Later product analysis testing was performed on the generator, confirming no malfunctions with the generator.